Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture that the ins suddenly stopped therapy and they couldn¿t switch the device on again. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.